Event description:
Patient reported monitor with unidentified service error code. After several reboots of monitor and also battery replacement, monitor still produced service wrench. Troubleshooting unsuccessful. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 07/02/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. Monitor failed inspection for sd card not present and was observed that the sd card was missing identifying a data storage issue. The service code appears to have no direct effect on device performance or patient use. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.